Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in a slightly open condition. In addition, two (2) of the four (4) lips are in a slightly deformed/damaged condition. Furthermore, the received device shows signs of use (dents and scratches) all over the surface/part. Functional test: during investigation a functional test was performed, the blade passed the functional test dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.053s lot: l657255 manufacturing site: bettlach release to warehouse date: 20.nov.2017 expiry date: 01.nov.2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent proximal femur nailing-trochanteric fracture procedure on (B)(6) 2019, using proximal femoral nail antirotation (pfna-ii). During surgery, the pfna-ii blade did not work properly and failed interlocking. There was a forty-five (45) minute surgical delay. The procedure was successfully completed using a different pfna-ii blade. Patient status is unknown. Concomitant medical products reported: unknown pfna-ii nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna-ii blade l9. This is report 1 of 1 for (B)(4).